Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient leaned over to reach for something on nightstand and fell out of bed onto his stomach. The patient did not sustain any injuries. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.